Event description:
I am a (B)(6) male. I had a lasik surgery performed at (B)(6) center in (B)(6) by dr (B)(6) in 2008. A year or so after surgery, I started having issues looking at a computer screen or tv, and "starting" using eye drops for dry eye. I started seeing drs and they all told me that I had severe dry eye and needed to try some stronger drops, so I started on restasis and even tried steroid drops. As the years went on and my "dry eye" got worse, the pain also started getting worse. A few years ago I had to completely cut out phone and computer time, night driving, tv, and anything else with bright lights. I have my friends and family members perform my online research for me, and help with computer work when needed. I have seen 25+ ophthalmologists, corneal neurologists, and other drs. I have paid tens of thousands of dollars out of pocket to try scleral lenses, serum tear eye drops, neuro medications, punctal tear duct plugs, lipiflow, ipl light therapy, and other expensive treatment options. This year, with the help of my drs and lots of online research, we have come to the conclusion that my pain is neuropathic. Commonly referred to as corneal neuropathy. These following links pretty much describe every detail of what I'm going through: http://bostoneyepain.org/urelenting-agonizing-eye-pain-my-personal-battle-with-corneal-neuralgia/ https://www.eyeworld.org/article-treating-unexplainable-pain. Http://lasikcomplications.com/corneal_neuropathy.htm. I know I am not alone in this. I feel hopeless and even suicidal because of my pain, but I am not ready to give up. Corneal nerve damage from lasik is a real thing and needs real attention.